Event description:
It was reported the patient's blood glucose level (bg) rose to above 250 mg/dl while wearing the pod between 1 and 4 hours. The pod reportedly fell off the infusion site, causing the cannula to dislodge.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.